Manufacturer narrative:
The pump had button error alarm due to corrosion on keypad traces. There was also corrosion found on motor home switch. There was no moisture damage found on electronic assembly. The pump was received cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated the high with manual injection. The wife states the customer went into the pool with pump on. The customer states more or frequent button error alarms after water exposure. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.